Event description:
A precise pro rx stent partially pre-deployed. This was noticed while the product was being prepped. There was no visible damage to the packaging prior to opening it. The product was not clinically used in the pt.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.